Event description:
Procedure type: gyn lap oophorectomy. According to the rptr: surgeon was using the short secondary port (pedi-port), after inserting the trocar and subsequent instrument exchanges for the procedure, one of the internal valve/seals (pneumo flaps) of the trocar broke away and was retrieved from within the patient. No harm was done to the patient and the piece was found almost immediately. Only 5mm instruments were used. Neither the operating room time nor the incision size were increased. There was no add'l bleeding and no tissue damage. Another port was used to complete the case. Patient status is fine. No patient injury was reported.

Manufacturer narrative:
(B)(4).